Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.boneandjoint.org.UK/content/jbjsbr/93-b/8/1045.full.pdf. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient required revision surgery because of a periprosthetic fracture 33 months postoperatively.

Manufacturer narrative:
The stem was not returned for review, therefore its condition it unknown. The device history record was not reviewed as item/lot numbers were not provided. The device was used in treatment. Component compatibility is unknown. A complaint history search could not be performed due to the lack of identifying product information provided. With the information provided, a definitive root cause cannot be stated.